Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer experienced a high readings issue with the adc freestyle libre. On (B)(6) 2019 at 9:46 pm the customer received a sensor scan result of 260 mg/dl and a competitor meter reading of 323 mg/dl, which were both higher than the customer felt. The customer was experiencing confusion, weakness, and was unable to self-treat. The caregiver administered orange juice, milk, and crackers for treatment. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer experienced a high readings issue with the adc freestyle libre. On (B)(6) 2019 at 9:46 pm the customer received a sensor scan result of 260 mg/dl and a competitor meter reading of 323 mg/dl, which were both higher than the customer felt. The customer was experiencing confusion, weakness, and was unable to self-treat. The caregiver administered orange juice, milk, and crackers for treatment. There was no report of further treatment or intervention. There was no report of death or permanent impairment associated with this event.